Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that a disconnect between the mobile programmer base and host tablet occurred was confirmed. Analysis of the service logs found the customer comment that the analyzer menu of the mobile programmer application was flickering was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction section b1: adv evnt/prod prob updated correction section b5: event description correction. Section h6: ime/annex e code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ventricular tachycardia experienced by the patient which subsequently resolved itself without intervention was not related to the reported disconnect between the mobile programmer base and host tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the moment of placement of the right ventricle lead, the patient experienced ventricular tachycardia (vt) and a disconnect between the mobile programmer base and host tablet occurred. It was also observed that the analyzer menu of the mobile programmer application was flickering. The patient got out of vt by themself without the need for intervention. No further patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.